Event description:
A coronary stent was successfully placed at an unk target lesion site in the pt's body approx six months prior to this report. Co received a report that at 6 months post-stenting, the pt is now in a critical situation. Intermittent low grade temperatures and a 70 lb weight loss have been reported to have occurred over the six month period. The physician suspects that the pt is having a reaction to the nickel component included in the 316l stainless steel stent. This case has been referred to co's consulting physician.